Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose was 480 mg/dl at the time of incident. Another blood glucose was 268 mg/dl. Insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis.